Manufacturer narrative:
The device remains implanted in the patient and not available for analysis. Images were sent to gore for analysis. Please see the imaging evaluation result. Please note that only one time-point post-implantation cta is available for evaluation. According to the gore® excluder® iliac branch endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Additional considerations for patient selection include but are not limited to patient's anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites. Ilio-femoral access vessel size and morphology (minimal calcium) should be compatible with vascular access techniques.

Event description:
On (B)(6), 2020, this patient underwent an endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. Additionally, on (B)(6), 2020, an additional procedure was performed as a part of the stage procedure and a gore® excluder® aaa endoprosthesis featuring c3® delivery system with medtronic devices were implanted. The gore field sales associate attended this case. The procedure was successfully completed. The patient tolerated the procedure. Reportedly, on the follow up imaging dated (B)(6), 2021, the occlusion of the gore® excluder® iliac branch endoprostheses and a gore® viabahn® endoprosthesis with heparin bioactive surface were noted. Also, there appeared to be a retrograde flow from the internal iliac artery branch vessel distal to graft. Reportedly, it was unknown if there was something in patient's anatomy caused or contributed to the event. The cause of the occlusion was unknown. It was reported that after the procedure (unknown date), the patient experienced claudication. The physician asked the gore field sales associate to review the CT images for the opinion on whether flow can be restored. No further adverse events have been reported. The physician is monitoring the patient.